Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(4) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a female patient that was presented as unresponsive. Customer is reporting that hematocrit reading is high compared to lab reading. The patient is currently on palliative care. There was no additional patient information at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. This reporting is based on limited information. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 10/02/2017. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.